Event description:
It was reported that one cadd cassettes alarming no disposable clamp tubing on both pumps, unable to resolve when placed on pump in stop mode steady beeping. Change over to new mixed cassette to solve issue. Cassette lot number not provided. No further details provided.